Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a tricuspid valve replacement surgery. During implant, the patient's chronic right ventricular (rv) lead was cut and replaced. No patient complications have been reported as a result of this event.